Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient never had a problem with their pump until they had to change health care providers (hcp), and they had a granuloma that was removed on (B)(6) 2014. It was noted the granuloma was ¿pretty high on their spine¿. Per the reporter, the health care provider (hcp) wanted to decrease the morphine concentration and increase the morphine dose. The reporter was redirected to the patient's hcp. The pump system was being used to deliver fentanyl, dilaudid, and morphine.

Event description:
Additional information received reported that after the patient's second granuloma surgery in (B)(6), he lost function of his legs and could not walk at the time of report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8703, lot# j90069496, implanted: (B)(6) 1990, product type: catheter. (B)(4).